Event description:
Customer reported: that the bottom button is sticking repeatedly, especially during surgery. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing revealed that the trigger jammed and the motor was moving. Components were replaced, the device was repaired and return to the customer on (B)(4) 2012. Placeholder.